Event description:
Inbound extension set 60 inch minibore with 0.2 micron filter; leaking at filter, leaking out of the bevel. The dot on the filter, lot # 57x461, expiry date 111/04/2020. No further details. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter? No.